Event description:
This event is being filed as the clip detached from one leaflet causing the mitral regurgitation grade to increase and is considered patient injury. A second mitraclip procedure was performed. It was reported that a mitraclip procedure was performed on (B)(6) 2014. During the procedure, the posterior leaflet was not severely restricted and there was no difficulty with visualization. One clip was implanted reducing the functional mitral regurgitation (mr) grade from 3 to 1. Two days post procedure, the patient experienced dyspnea (symptom of heart failure) and the transesophageal echocardiogram image showed that the clip had detached from the anterior mitral valve leaflet with an increased mr grade of 3. There was no clear tissue damage noted. In the opinion of the physician, there was no clear cause of the detachment. The patient's hospitalization was prolonged and a second mitraclip procedure was performed on (B)(6) 2014. Two clips were implanted (laterally and medially of the detached clip) and the previously implanted clip was successfully stabilized. The mr grade was reduced from 3 to 1. Post procedure, the dyspnea resolved and the patient was clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remained attached to one mitral valve leaflet. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for the reported single leaflet device attachment (slda) resulting in incomplete coaptation are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar single leaflet device attachment incidents reported for this lot. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was initially functioning properly prior to use. Therefore, manufacturing can be ruled out as a contributory cause to this incident. With regards to patient morphology / user technique / procedural conditions, there were no reported difficulties with the procedure or patient morphology. The physician had reported that the first procedure was performed without incident and evaluation of the patient two days post procedure identified that the patient was experiencing dyspnea. A transesophageal echocardiogram showed that the clip had detached from the anterior mitral leaflet and that the mitral regurgitation (mr) grade had returned to 3. Based on the information reviewed, a definitive cause for the reported slda resulting in incomplete coaptation cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The most probable cause for the worsening mr was due to the slda, and the dyspnea is a secondary effect of mr. The reported patient effects of dyspnea and mitral regurgitation (worsening), as listed in the mitraclip system instructions for use are known potential complications associated with the mitraclip procedure. There is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device.